Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power. A different electrical outlet was tried but the situation did not resolve. A new power cord is being sent to the patient to try. The monitor has transmitted successfully in the past. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power cord connector was loose and detached.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power. A different electrical outlet was tried but the situation did not resolve. A new power cord is being sent to the patient to try. The monitor has transmitted successfully inthe past. The monitor was later returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.